Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that at tooth location # 21, clinician tried multiple unknown healing collars and they would not thread on to implant. Doctor feels the implant was stripped. Had to use a different implant to complete procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvt4b11) was returned for investigation. Visual evaluation of the as returned product identified that the device was in good condition (images 1 & 2). Functional testing was performed using an in-house healing collar. The healing collar was able to torque easily into the implant (image 3). No pre-existing conditions were noted on the per. The reported device was being placed on tooth #21 (unknown notation system) when the incident occurred. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1233730) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1233730) and no similar event or complaint was found. Based on the available information and functional testing, device malfunction did not occur and the reported event (damaged implant threads) was unconfirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.